Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had ventricular rates around 200-219 beats per minutes and non-sustained ventricular tachycardia episodes. Review of electrograms found the right ventricular (rv) lead had t-wave oversensing (twos) following bi-ventricular paced beats which were being detected as non-sustained ventricular tachycardia. Follow up with the physician's office indicated the lead was reprogrammed. The lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.